Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Surgeon was placing 10 hole curved plate on pt's orbital rim. Surgeon was using the 6mm drill bit to drill screws. Surgeon drilled first screw with no issues, when drilling second screw, screw sheared. The head of the screw was removed from the pt.